Manufacturer narrative:
The sample was drawn into a lithium heparin plasma tube. The specimen was sampled from the primary tube and the dxi is on an automation line. No specific centrifugation details were supplied. Per the customer complaint record, the system was currently performing within qc specifications upon the time of the complaint submission. Actual qc data was not supplied. There was no indication that service was dispatched for this event. A root cause for this event was not determined.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously high thyroid stimulating hormone (tsh) result above the normal reference range for one patient that was generated by the unicel dxi 800 access immunoassay system. The erroneous result was reported out of the laboratory; however, upon repeat analysis the result yielded within the normal reference range and an amended report was issued. The customer reported no death or injury associated to this event. Change to patient treatment is unknown to date.